Manufacturer narrative:
Unique device identifier (UDI) and device lot number are unavailable. No parts have been received by the manufacturer for evaluation. Device manufacture date is unavailable. Supplemental aro information is as follows: location of aro: (B)(6). Number of persons exposed: 8. Number of persons adversely affected: 0.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the select patient/acquire scans task of a sacroiliac and thoracolumbar procedure, the spine reference frame had been damaged; a tooth had broken off. The site had completed an imaging spin and when they draped, because of the damage the spine reference frame moved. The site used a new reference frame to complete the procedure. The site completed an additional imaging spin and completed the procedure with a delay of approximately 7 minutes. There was no reported impact on patient outcome.

Manufacturer narrative:
Additional information: lot number provided. The per-cutaneous pin was returned to the manufacturer for evaluation. Testing found that a tab on the pin was damaged where the pin locks into position. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.